Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional product code hty. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Screw insertion was finally complete without any problem.

Event description:
Device report from (B)(6) reports the following: the breakage of a guide wire occurred during surgery of a distal humerus fracture on (B)(6) 2015. The surgeon tried to insert a screw with the guide wire, and then decided to reinsert it because of difficulty. After removing it, the surgeon found the guide wire broken and was able to remove the broken piece. The surgery was completed by the use of a spare guide wire with a 10-minute delay. This is report 1 of 1 for complaint (B)(4).